Event description:
It was reported a cartridge alarm issue with a customer's insulin pump during a pumping session, identified as alarm 20. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge following proper techniques, but the alarm recurred, resulting in the decision to replace the pump. The customer understood how to place the pump into storage mode and acknowledged instructions to return it using a pre-paid label. As a backup, the customer will use multiple daily injections (mdi) to ensure uninterrupted insulin delivery.